Manufacturer narrative:
Visual evaluation of the returned product/photographs provided identified damage to sterile blister and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. Sterility has been breached. Device history record was reviewed and no discrepancies relevant to the reported event were found. The reported event is confirmed. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information received.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple reports were submitted along with this report 0001825034-2021-02597, 0001825034-2021-02598, 0001825034-2021-02599, 0001825034-2021-02601. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.